Event description:
Company rep. Is reporting that during a rotator cuff repair the surgeon was trying to deploy a flexible needle when the distal portion of the needle broke off into the patient's body. All was retrieved and the case was concluded successfully without further incident or harm to the patient.

Event description:
Co's rep is reporting that during a rotator cuff repair the surgeon was trying to deploy a flexible needle when the distal portion of the needle broke off into the pt's body. All was retrieved and the case was concluded successfully without further incident or harm to the pt.